Event description:
Complainant alleged that during biomed testing and routine preventative maintenance on the device, there was no screen display. The complainant indicated that there was no pt involvement in the reported malfunction.